Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure one in.pact av access was used to treat the right arm central vein. Another in.pact av access was later used to treat the right arm central vein. Approximately 26 months post procedure patient suffered moderate recurrent stenosis of cephalic arch. Difficulty with cannulation and increase in right avf aneurysm size. The event was treated with percutaneous intervention. Patient recovered.